Manufacturer narrative:
Additional information: d9, g3, h3, h6 the reported event was confirmed as one unpackaged ar-8750-10, easy-out, large compression ft, batch number 1391932, was received for investigation. Upon visual inspection, it was observed that the tip is broken off (see evaluation picture 3). Functional testing was not performed due to the damage of the device. No fragments were returned for evaluation. A most likely cause is attributed to wear and tear considering the age of the device (manufacturing year 2019).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a removal of osteosynthesis material, the screw remover fractured during screw extraction. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different screwdriver. It was not necessary to switch the surgical technique or do a second surgery.